Manufacturer narrative:
A review of the device history records was performed for the indicated packaging and component lots for any deviations related to the reported defect of the complaint. The review confirms that the lots met all material, assembly and performance specifications. The july 2016 angiodynamics complaint report was reviewed for the convenience kit product family for the failure mode "air bubbles noted. " no adverse trend was identified. Returned for evaluation was one used contrast controller. No manufacturing non-conformances were visible on the device. Under magnification, no cracked fittings or other damage was observed. The sample was hooked up to a contrast line. The green valve at the top of the contrast controller was pushed in and the chamber was squeezed while the valve remained open. The green valve was then released and when the chamber was allowed to relax, contrast fluid was drawn into the chamber. The product was tested per angiodynamics procedures, and passed the leak test. Dimensional check: the male tapers of the contrast controller were also verified to meet specification using the iso female taper gauge. The reported complaint description cannot be confirmed. The sample was evaluated and was found to be visually, dimensional and functionally acceptable; the complaint does not appear to be a manufacturing related issue. Possible root cause may be inadequately secured connections between the contrast controller and other devices, or the connections were not "finger tightened" prior to use as it is stated in the directions for use provided in the reported kit. (B)(4).

Manufacturer narrative:
A used device from the reported event has been returned to angiodynamics, however the evaluation is on-going. Upon completion of the investigation a supplemental medwatch will be submitted. (B)(4).

Event description:
As reported, while using a convenience kit during an angiographic procedure, an air leak was noted. No air was injected and there was no patient injury. A device sample has been returned to angiodyanmics for evaluation.